Event description:
Pt: a 77 year old woman with a long history of third degree heart block. She has been treated with several pacemakers over the last 15 years. Most recently she was upgraded to a dual chamber system in 1992 because of symptoms of pacemaker syndrome. She has had multiple lead failures and currently has four leads in place. At this time her ventricular lead is now malfunctioning and the atrial pacing threshold is high. The pacemaker system replacement and attempted lead extraction has thus been advised. Procedure: 1. Removal of chronic pulse generator. 2. Testing and abandonment of chronic atrial and ventricular leads. 3. Attempted extraction of the chronic atrial lead. 4. Insertion of new ddr permanent pacemaker. 5. Insertion of new active fixation atrial lead. 6. Insertion of new active fixation ventricular lead. Conclusions: 1. Removal of chronic pulse generator for end of battery life. 2. Testing, capping and abandonment of chronic atrial and ventricular leads for unacceptable high thresholds. 3. Attempted extraction of the active fixation atrial lead. Extraction could not be done easily due to surrounding scar tissue and the decision was made to leave the lead intravascular. 4. Insertion of new dddr permanent pacemaker system with active fixation atrial and ventricular leads in the right pectoral region.